Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (gripper actuation - single) associated with the inability to lower a gripper could not be determined. The cause of the reported difficult or delayed positioning (anatomy) associated with the chordae entanglement could not be determined. Potentially, user technique of device manipulation and steering contributed to the entanglement; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report gripper actuation issues. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4+, prolapsed anterior leaflet, and calcification on posterior annulus. A mitraclip xtw was implanted without issue. The mr was reduced to grade 2 and a pressure gradient of 3 mmhg. To further reduce the mr, a mitraclip nt was selected for treatment. While positioning the clip, the clip became caught in chordae. Troubleshooting was performed, the clip was freed, and the clip was able to be inverted and brought back into the left atrium (la) to realign the clip. Once the clip was realigned, a gripper actuation issue occurred. Therefore, the clip was removed from the patient. The clip was tested outside the patient, and it was confirmed that one of the grippers was not dropping. Another mitraclip was then selected for treatment and implanted without issue. The procedure was completed with two clips implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. The physician was satisfied with the result. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed positioning from anatomy and single gripper actuation could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed and returned device analysis, a cause of the reported single gripper actuation and difficult positioning from anatomy could not be determined. A cause of the observed pinched gripper cover was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.